Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d9, h3, h4, h6, and h11 were updated. The error was able to be confirmed. Based on the results of the investigation, it is possible that the error was caused by a faulty diode of the high voltage power supply board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hf unit esg-400 showed an error e433 on display. The issue was found during a therapeutic below-knee amputation surgery. The procedure was completed with non-olympus device with delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.